Event description:
The customer's parent reported via phone call that the customer received a motor error alarm. The parent stated they were able to perform a manual prime. It was found insulin was able to exit, but not enough insulin exited. The parent stated the insulin pump did not alarm motor error with a prime. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had missing segments on the display due to a cracked connector on the liquid crystal display circuit board. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.